Event description:
3 years postop, tibial insert attachment screw became disassociated from tibial baseplate and damaged patella prosthesis and tibial insert articulating surfaces. Revision surgery to replace only tibial insert and patella using encore prostheses was successful.